Event description:
Reporter indicated a vns patient had high lead impedance readings with a possible lead break. X-rays were reviewed by the manufacturer. No obvious lead breaks or other anomalies were noted. However, the lead pins appeared to be fully inserted into the generator header, ruling out a lead pin issue. As the lead pins were fully inserted, a lead fracture is suspected. Further attempts for information are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.